Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There were no reported deviations from the instructions for use (IFU) in regards to reprocessing. It was reported that the device was reprocessed by machine. Additionally, it was found that there was damage to the scope cover but none to the channel port. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif-h185 operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif-h185 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had an insufficient angulation system. The device was returned for evaluation. During the device evaluation, the following was found: the forceps channel port and plastic distal end cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the grip had discoloration, the suction cylinder had no color, the bending section could not be bent in the right direction at all due to damage on the bending tube, the illumination was poor due to slipping out of the light guide bundle, the plastic distal end cover had a dent, the light guide lens had a stain, the connecting tube had a wrinkle, the light guide lens and adhesive on the bending section had a crack, and the adhesive around the objective lens and channel mount unit had corrosion. Additionally, the following had corrosion due to water leakage: the control unit, the mount, the plug unit, the circuit board unit in the suction connector, the scope connector case unit, and the cable unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.